Event description:
It was reported that the patients original leads had slipped out of place and she was no longer getting the coverage she needed. The patient stated her leads were taken out. It was also stated that the leads were put back in on (B)(6) 2014. Additional information was requested from the patient¿s physician. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n297234, implanted: (B)(6) 2011, product type accessory; product ID 37092, lot # 291510002, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 355531, lot # n292889, implanted: (B)(6) 2011, product type screening device; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).